Manufacturer narrative:
Follow-up #1: date of submission 03/08/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump black box revealed multiple cs 088 watchdog alarms. A hard cs 069 service alarm occurred at power up and the cs 088 was unable to adequately investigated. The pump was powered on and emitted a cs 069 call service alarm immediately upon power up. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Unrelated to the original complaint, the display appeared dim and discolored. The battery compartment was found to be cracked at the case seal. When the pump¿s cover was removed, there was moisture corrosion found to the printed circuit board on the watchdog chip.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.